Event description:
The customer reported that the system failed to recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. However, the hard drive was found to be corrupted. The hard drive was replaced. The system was tested and found to be working as intended and returned to service.